Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for two pts when using the access 2 immunoassay system. The erroneous test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed by another lab, lab corp. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer, for two different pts tested on two different dates.

Manufacturer narrative:
System checks performed on (B)(4) 2008, were within specifications. Quality control (qc) was run once daily and was within the customer's specifications during the time of these erroneous results. On (B)(4) 2008, the field service engineer performed all transducer, voltage, vacuum and pipettor adjustments and alignments. A high sensitivity system check passed specifications and the instrument performance was verified per established procedures. There were no hardware issues identified that would have contributed to this event. On (B)(4) 2008, the lab staff collected 60 serum and plasma samples that were tested for tsh testing. All results correlated. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-06113.